Event description:
It was stated that the customer was hospitalized for gastroparesis, with a blood glucose reading of 240 mg/dl and ketones. Prior to the event, the insulin pump alarmed no delivery multiple times. Troubleshooting was performed, and the insulin pump alarmed no delivery. Advised to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.